Event description:
According to the information received, the valve was explanted due to a large paravalvular leak. The replacement device is unknown at this time. However, the replacement device was explanted in 2001 secondary to paravalvular leak causing hemolysis and replaced with a 31mecj-501.